Manufacturer narrative:
Clarification d.6a: partial date of implant (B)(6)2012 was reported. Since mastectomy was done on (B)(6)2012, captured the same date (B)(6)2012 as date of implant for the tissue expander. Date of diagnosis of alcl: (B)(6)2023. Continued h.6. Health effect - impact code: f2201. Continued e.1. Email: (B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tissue expander replacement with breast implant.

Event description:
Healthcare professional reported right side "right skin sparing mastectomy and reconstruction with tissue expander" . Device has been explanted and replaced with breast implant. This is a implant history device. Bia-alcl lymphoma on cytological examination already reported in mrn# 9617229-2023-08479. Histopathological markers confirming alcl have not been received.